Event description:
It was reported that the patient presented in the clinic after receiving a patient notification. On review of the stored egms, non-sustained lead noise episodes were recorded due to t-waves oversensing. T-wave oversensing was due to r wave amplitudes decreasing significantly since implant. Dft testing was performed and vf was undersensed. Fluoroscopy showed less slack in the lead but with no dislodgement. The lead was explanted and replaced when repositioning was unsuccessful. The patients condition is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.